Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two months after implantable cardioverter defibrillator (ICD) system implant the patient experienced an infection with discomfort, swelling, purulent discharge and erosion. The ICD system was explanted, and the patient received antibiotics. A week later a new ICD system was implanted on the right side. No further patient complications have been reported as a result of this event.